Event description:
Additional information was obtained and indicated that this rv lead was surgically capped and abandoned due to impedance issues. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable lead and competitor device displayed increased high out-of-range (oor) shock lead impedance measurements of >125 ohms. Pacing impedance measurements looked good and sensing was low but steady. Boston scientific technical services (ts) discussed possible reasons and troubleshooting measures. The health care professional (hcp) will discuss with the physician and get the patient in the office. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information received reported that this previously abandoned lead was later explanted, and lead body damage was observed. It was noted that the lead had previously been fractured. No additional adverse patient effects were reported.